Manufacturer narrative:
The investigation into this problem is on-going.

Event description:
Cracks were found in the support frame of the gun box.

Manufacturer narrative:
Cracks were found on the support frame of the gun box. The crack was discovered before complete failure and the gun box did not fall. A finite element analysis (fea) was done to confirm the gun box support bracket was designed with sufficient safety margin for static load and was found to be greater than 8x for this aluminum material. Therefore, it is most like due to a fatigue failure due to additional vibration or an external force (collision) that may have caused these cracks. The investigation concluded fatigue crack failure due to higher-than-expected vibrations loads (synchrony treatments) in addition to the age of this g3 system at 11 years. From the field report, it appears that this fatigue failure produces an audible metallic sound as a warning. In addition, this is not a single point failure, as there are two support struts to transfer loads of the gun box to the robot upper arm. However, if not inspected at a regular interval, a complete failure of both support struts will mostly occur.the site has been corrected by replacing the gun box support brackets.